Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; the reported issue was confirmed. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced the brakes disengage during use or the device pedals flipped back onto the user while attempting to correct them. There was no patient involvement.